Manufacturer narrative:
The reported event of intermittent capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Internal shorting was found between the conductor paths at the middle region of the lead consistent with procedural damage. Visual inspection found the outer insulation cut/damage in multiple locations of the lead body. Destructive analysis found the inner insulation to be cut/damaged at the middle region of the lead. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent capture. The rv lead was explanted and replaced. The patient was stable.